Event description:
It was reported that the patient presented for a device change-out procedure. Upon interrogation, during the procedure, the right ventricular (rv) lead exhibited high impedance. The rv lead was capped and replaced on (B)(6) 2022. The patient experienced no consequences.